Manufacturer narrative:
The pod was received fully deployed. Inspection of the soft cannula did not find it damaged. The pod data indicated no struggle to deliver insulin. The investigation found no evidence of a damaged cannula. The pod was received with evidence of blood on the adhesive pad and in the needle well. Investigation under magnification found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding bruising could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s921u1ues4byg2 hardware: sm-s921u1 cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (leg), the pod's cannula was found blocked. Additionally, it was reported that blood was observed at the infusion site. As treatment, a new pod was applied.